Event description:
It was reported to philips that the system does not start up. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed as planned by using another system. The philips remote service engineer (rse) remotely analyzed the system, confirmed the system failed to start. Rse analyzed the system log file and identified communication and post errors from the lateral flat detector (fd) controller. The philips field service engineer (fse) inspected the system onsite and identified that the lateral arc detector controller was faulty. To resolve this issue, fse replaced the fdc (flat detector controller) of lateral arc and returned to philips for further analysis. The analysis confirmed the malfunction in fdc, and identified tantalum capacitor which affects the function of flashlight post (power on self-test) was defective. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.